Event description:
Product analysis for both returned generators were completed. For the model 103 generator that was explanted on (B)(6) 2013, there were no performance or any other type of adverse conditions found with the pulse generator. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. For the model 105 generator that was initially the replacement generator on the date of surgery, there were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
The supplemental report #1 inadvertently did not report that the physician reported that the provided diagnostics were normal mode diagnostics. The supplemental report #1 inadvertently did not report the correct evaluation code as the physician believes that patient manipulation was related to the reported lead fracture.

Manufacturer narrative:
Review of the lead manufacturing history records performed. Review of the lead device history records confirmed that all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The explanted generators were received by the manufacturer on (B)(6) 2013. However, product analysis has not been completed to date. The product return form indicated the reason for replacement as lead discontinuity. The model 103 generator was replaced due to high impedance. The model 105 was opened during surgery as a replacement generator, but then the surgeon could not remove the leads so the device was not implanted. Replacement units were not implanted.

Event description:
It was reported that during an office visit, high impedance was observed on system diagnostic tests. The patient has been having a lot of pain on the left side of the chest not localized to the generator site. The patient reported that the pain does not correlate with the stimulation and is constant. Per the patient, the pain started on the date of the office visit, (B)(6) 2013. There has not been any recent trauma. However, the patient admitted that she finds herself twiddling the generator every now and the unconsciously. The patient was scheduled for full revision surgery on (B)(6) 2013. Prior to surgery on (B)(6) 2013, the surgeon planned to going to try and dissect down and see if the lead needed to be replaced if replacing only the generator did not resolve the high impedance. He said he would first check to see if it was a lead pin insertion issue. However during surgery, the generator was replaced and with the pin fully inserted, high lead impedance was still observed by the surgeon so he elected to perform a full system revision. He dissected down to the vagus nerve, and the surgeon did not see any room to put a new set of electrodes on the nerve. He said it felt like there were at least two previous lead revisions but then kept dissecting and noticed that this was not the case. There was only one set of electrodes. The reason for not having room on the nerve was due to severe fibrosis and scar tissue around the electrode and around the carotid artery. The surgeon made the medical decision to not take any intervention and try and remove the tissue in risk of harming the carotid artery. He also said that he would not implant on the right vagus nerve due to potential side effects. He elected to close the patient after removing the replacement generator. The lead was not removed. He confirmed there were only one set of electrodes on the patient's nerve. The neurologist elected to leave the device on until surgery because the patient was not experiencing any pain related to it or any other adverse symptoms. She was still using the magnet as well. Attempts for product return have been unsuccessful to date. Product return of the generator is expected, but they have not been received to date. The neurologist reported on (B)(6) 2013 that the reason for replacement surgery was due to a "broken lead wire". Further follow up with the neurologist revealed that the device was not disabled prior to surgery. The last diagnostics performed were in (B)(6) 2012 at which time they were within normal limits. Patient manipulation or trauma is believed to have caused or contributed to the high lead impedance or pain. The believed cause of the pain at the generator site was secondary to the device placement. X-rays were reportedly performed previously but they have not been sent to the manufacturer for review to date.